Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the bone screws sheared off mid-length of the screw. A review of the device history records for this part number did not identify any related non-conformances. Unable to determine cause of the event.

Event description:
It was reported that a pt underwent a surgical procedure at l5-s1 levels. At an unk time post-op, the pt underwent revision surgery to remove two broken pedicle screws from the s1 level. The distal ends of both screws were left inside the pt. Fusion had not occurred. No pt complications were reported.